Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
The customer reported that during transport of a patient, the emergency medical services (ems) had to return to the hospital because the patient required cardiopulmonary resuscitation. The transport team observed that the cardiosave intra-aortic balloon pump (iabp) battery was low on the rescue unit; however, before they could get the rescue unit back in the console, the iabp stopped working. The customer was unsure how long the rescue unit was out of the console. There was no patient death reported.

Manufacturer narrative:
There was more detailed information in the description that was not captured on the initial report provided.

Event description:
The cardiosave intra-aortic balloon pump (iabp) was started at 2333 in the cath lab. The patient left the cath lab with ems(emergency medical services) and the nurse at 0010 in the transport mode. They were in route to (B)(6) and had to initiate CPR(cardiopulmonary resuscitation) about 3 minutes after leaving the facility. After approximately 10 minutes of not getting a pulse back, they made the decision to return to the facility ER(emergency room) rather than continue to (B)(6). They arrived back in the ER(emergency room) at 0053 and prior to leaving on the way back to (B)(6), the nurse noted the iabp battery was low. The cardiologist then went to the heart center and brought the console to the ER(emergency room) and they placed the iabp back into the console for transport. They left the ER(emergency room) for the 2nd time at 0136. Before they could get the iabp plugged into the ambulance the battery died. The iabp was off for approximately 5 minutes while waiting to power back up and begin pumping again. Upon initiation iabp, the patient's systolic bp(blood pressure) was 60. After 5 minutes of iabp therapy, the patient's augmented bp(blood pressure) was 110. The patient was successfully transported to (B)(6) with balloon pump and no further issues. The related balloon complaint has been reported under mfg report number. 2248146-2018-00295 .

Event description:
The cardiosave intra-aortic balloon pump (iabp) was started at 2333 in the cath lab. The patient left the cath lab with ems(emergency medical services) and the nurse at 0010 in the transport mode. They were in route to nashville and had to initiate CPR(cardiopulmonary resuscitation) about 3 minutes after leaving the facility. After approximately 10 minutes of not getting a pulse back, they made the decision to return to the facility ER(emergency room) rather than continue to nashville. They arrived back in the ER(emergency room) at 0053 and prior to leaving on the way back to nashville, the nurse noted the iabp battery was low. The cardiologist then went to the heart center and brought the console to the ER(emergency room) and they placed the iabp back into the console for transport. They left the ER(emergency room) for the 2nd time at 0136. Before they could get the iabp plugged into the ambulance the battery died. The iabp was off for approximately 5 minutes while waiting to power back up and begin pumping again. Upon initiation iabp, the patient's systolic bp(blood pressure) was 60. After 5 minutes of iabp therapy, the patient's augmented bp(blood pressure) was 110. The patient was successfully transported to nashville with balloon pump and no further issues. The related balloon complaint has been reported under mfg report number. 2248146-2018-00295.

Manufacturer narrative:
Several attempts have been made to the customer to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided by the customer. If additional information is provided at a later date, a supplemental report will be submitted accordingly.